Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The company rep reported that when patient was using personal therapy manager (ptm) it gets to 90% and the patient had to wait about 5 minutes before her bolus goes through. The delay has gotten progressively worse since the patient started using the ptm with her current pump. Agent reviewed how to clear data from ptm handset and patient was then able to successfully connect to the pump without delay; this resolved the reported issue.